Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465 and 510k# k050082 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient with cervical spondylotic myelopathy underwent a spinal procedure. Post op on an unknown date the screw of lamina migrated. Revision was not scheduled. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.